Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and a new ipg implanted. Therapy was restored.